Event description:
It was reported that the patient had return of unspecified symptoms. A rotor study was done (date not reported) and was "good". A dye study was done (date not reported) and the catheter was found to be blocked. The pump and catheter were replaced. The patient recovered without sequela. The patient reported that his pump was replaced because it was "faulty." The pump was delivering compounded baclofen. The concentration and daily dose were not reported. See manufacturer's report number: 2182207200703778.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.